Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial/lot #: (B)(4), description: scs 50cm iii lead.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were left implanted and only the ipg was explanted. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent two different revisions for unknown reason. The patient was also experiencing pain around the ipg site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient underwent two different revisions for unknown reason. The patient was also experiencing pain around the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient underwent two different revisions for unknown reason. The patient was also experiencing pain around the ipg site. The patient will undergo an explant procedure.